Event description:
Pt underwent open reduction and internal fixation of the left proximal humerus. There was a complication of a broken drill bit (2.5mm) that was intramedullary and it was felt retrieval would be more damaging than leaving in place. CT reveals impaction and fracture of the humeral neck. On (B)(6) 2011, pt had an open reduction and internal fixation of the left proximal humerus. Dates of use: (B)(6) 2011.